Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the prime/a33 test, excessive no delivery test and occlusion test or test for motor error alarm due to a33 alarm. Device received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system. The alarm occurred during manual prime. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.